Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user changed supplies and observed that the cartridge volume did not decrease, leading the user to believe the ilet was not delivering insulin, despite delivery not being paused and no alarms or occlusion alerts present; guided troubleshooting included disconnecting from the site, performing a fill tubing with visible drops at the connector, reconnecting, and filling the cannula, after which the user planned to monitor. Symptoms included hyperglycemia with a reported blood glucose of 296. Outcomes included no medical intervention, no ketone testing, no use of backup therapy, and no immediate health effects. Investigation included review of alerts and alarm history, verification of delivery status, and field troubleshooting to confirm fluid path and perform a cannula fill. Investigation of this case revealed no device alarms, successful tubing priming with observable drops, and completion of cannula fill, leaving the cause of the hyperglycemia unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.